Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed lesion in the left circumflex (cx) artery. A 2.75x28mm xience prime drug eluting stent (des) was implanted at the target lesion, after which a distal end dissection was noted. An unspecified stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.